Event description:
A medical doctor reported poor actuation with one probe and an abnormal noise with another. Both probes were replaced and procedures were completed with no impact to the pts. Add'l info was requested.

Manufacturer narrative:
A complaint eval was performed on the two (2) returned samples. Upon visual inspection, both probes were found to be conforming. Functional test revealed both probes to be functionally nonconforming. The probes were disassembled and the components inspected. Both of the probe's inner cutters exhibited significant wear on the cutting edge/surface indicating the probes may have been used extensively. The device history records for the component lots were reviewed. The associated lots (9) were released based on MFR's acceptance criteria. Product eval determined damaged cutting edge. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probes. Significant wear and nicks on the cutting edge indicates that the probes may have been initially working properly and only damaged sometimes during use. All probe components are 100% inspected by trained operators during mfg. Any nonconformance detected (such as "would not cut") would have been removed from the lot. This report was mailed to FDA on: 04/27/2012. (B)(4).